Event description:
The manufacturer received information alleging an issue related to CPAP device's sound abatement foam. The patient alleged lightheaded, headache,throat irritation, breathing difficulty . There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging lightheaded, headache,throat irritation, breathing difficulty related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 updated in this report.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging cancer related to CPAP device's sound abatement foam. The device was returned to the manufacturer's product investigation laboratory for further evaluation. The manufacturer visually inspected the device. Dust/dirt contamination on top and bottom enclosures, ui panel, rear panel, sd cover flip door, accessory module flip door, control dial, keypad, pca, blower box upper cap, blower, blower box, blower outlet seal, p4 power connector, dc jack colour insert. Unknown contaminate was observed inside top enclosure, ui and rear panels. A hair-like substance observed inside bottom enclosure. The manufacturer applied power to the device and verified the airflow. The device's downloaded logs were reviewed by manufacturer. There were no errors found. The manufacturer has determined that they cannot directly address the symptoms outlined in the complaint. They did observe dust/dirt contamination in the airpath likely from source external to the device and no evidence of degraded sound abatement foam was found. Sections d8, d9, h2, h3, h6 were updated in this report.